Event description:
This was a lead management case to remove a sjm 1580 riata lead due to over-sensing. The lead was prepped with an lld and lasing began. The laser worked well to the distal end of the proximal coil, alignment and speed were good, and nothing was seen in the tee. After approximately 1 cm of lasing behind the proximal coil, a bp decrease was noted. Medications were administered and although nothing was seen in the tee, there was no bp noticed. The physician started chest compressions, and then saw bleeding in the echo. A thoracotomy was started, but was not successful, and the patient expired. A bleeding/rupture in the svc was later identified.